Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 40 mg/dl. The customer's blood glucose was 271 mg/dl prior to call. The customer stated that they treated the blood glucose with manual injection which made the blood glucose drop and low blood glucose was treated with food. Troubleshooting was performed and customer mentioned that they had over boluses from the past. The insulin pump will not be returned for analysis.